Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified vasopressor medication and the delivery was started. No specific programming parameters were provided. The customer contact indicated that throughout the day, as the pt's blood pressure became more difficult to maintain, the device alarmed two times for proximal occlusion. No specific details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.